Event description:
It was reported that the pump touch screen was unreadable. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. The customer reverted to an alternate method insulin therapy.